Event description:
It was reported by the user site that on (B)(6) 2025, the gantry of a selenia dimensions mammography systems, 3d was shaking during a patient exam. No patient or user injuries were reported. Hologic field service engineers (fse) were dispatched to assess the device. The fses investigated the device and determined that the vertical travel assembly needed to be replaced due to a broken screw. The fses replaced the vertical travel assembly of the system, performed all necessary calibrations and adjustments, and verified that the system is now operating according to manufacturer specifications. No further information is available at this time.